Event description:
It was reported that during implant, the lead exhibited a loss of capture. The lead was not implanted and replaced.

Manufacturer narrative:
Analysis found normal device characteristics.